Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Review of the error log history confirmed the reported complaint. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power failure/charging stop alarm. There was no patient harm or serious injury reported as a result of this incident.